Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of issues with ise results on the cobas 6000 c (501) module. The customer received multiple alarms and a doctor had called to question results from a patient sample that had been reported outside of the laboratory. The sample was repeated and the results were not acceptable so quality controls (qc) were run and were not acceptable. The customer stated they would be repeating all ise results from the c501 module. The customer provided erroneous results for one patient tested for na, k and cl. The initial na result was 128 mmol/l with a data flag, the initial k result was 4.67 mmol/l and the initial cl result was 89.7 mmol/l. These results were reported outside of the laboratory. The sample was repeated on a different analyzer and the repeat na result was 154 mmol/l, the repeat k result was 3.53 mmol/l and the repeat cl result was 113.5 mmol/l. The repeat results were believed to be correct. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The customer noticed that the ise sipper syringe under the front panel was not seated properly, but was not able to remove and reseat the syringe. The field service engineer (fse) visited the customer site and corrected the placement of the syringe and primed the system. All ise check, calibration and qc results were within specification.